Manufacturer narrative:
No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that the imaging system motion batteries were not holding a charge. It was reported that the imaging system was plugged into outlet power for the weekend, but the battery level indicator does not display a full charge. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Eight motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The batteries were discarded by the site and unavailable for evaluation.